Manufacturer narrative:
Unit received with operating currents within specification. Unit passed basic occlusion test and displacement test. Unable to prime unit during prime/a33 test due to fsr damage by moisture. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Traces of corrosion found at the motor and lcd assembly. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer was hospitalized from (B)(6) 2014. The customer was hospitalized due to diabetes ketoacidosis. The customer indicated having symptoms consistent with high blood glucose levels including nausea and vomiting. The customer was wearing the insulin pump at the time of hospitalization. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer reported that the insulin pump was exposed to soda water. The customer reported that the numbers on the display of the insulin pump kept ramping up by itself. The customer reported that the fluid could be seen inside the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.